Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display went blank for a few seconds during use so the values could not be read. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the device. Visual inspection: super cap was unsoldered. Benchtop analysis: fresh batteries were placed in the device and run for several days. Error 720 occurred. The unit was functionally tested on the system automated test console with all pass results. Service log inspection confirmed 103 occurrences of error 720 (supercap low voltage). Eighty-nine of these occurred during a single power cycle. No anomalies with the display were found. By design, if a recoverable or non-recoverable error occurs, the error message is displayed instead of rate, output, and sensitivity settings. A visual inspection of the unit's battery board printed circuit board assembly (pcba) identified that super cap component c1 was glued to the pcba but its electrical leads was not soldered to the pcbas vias. The c1 super cap was soldered to the battery board¿s pcba. Fresh batteries were placed in the device. The unit was run with no observed errors or atypical operation. Conclusion: confirmed customer complaint of rate, output, and sensitivity settings not displayed caused by lack of soldering of component c1 (super cap) to the units battery board pcba. If information is provided in the future, a supplemental report will be issued.